Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer was not usable as it exhibited a "parallax error" which could not be resolved. And the programmer display had persistent flickering. The programmer was found to be working correctly. It was determined at analysis that the right keyboard hinge was broken, the upper right and left hinges were worn, and the paper tray was nearly empty. The hard drive was reconfigured and the software was reloaded and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was not usable as it exhibited a "parallax error" which could not be resolved. It was also reported that the programmer display had persistent flickering. There was no patient involvement.